Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the "angled" left circumflex artery (lcx). The physician first deployed an unspecified 3.5x12mm bare metal stent in the ostium of the left main coronary artery and then advanced a 2.75x20mm promus element stent to the lesion in the lcx. Resistance was encountered and the physician applied controlled force, but was unable to cross the lesion. The device was removed as damaged was observed at the distal end of the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the "angled" left circumflex artery (lcx). The physician first deployed an unspecified 3.5x12mm bare metal stent in the ostium of the left main coronary artery and then advanced a 2.75x20mm promus element stent to the lesion in the lcx. Resistance was encountered and the physician applied controlled force, but was unable to cross the lesion. The device was removed as damaged was observed at the distal end of the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed the hypotube was kinked between 195mm and 215mm distal to catheter's strain relief. Several other kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and the stent of the device were visually and microscopically examined and no issues were noted with the profile of the balloon and stent that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).